Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00850. It was reported that the patient was unable to experience effective therapy. Reprogramming was could not attain bilateral stimulation. X rays revealed the scs leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with another model. Reportedly, therapy was restored post-operatively.

Event description:
Device 2 of 2. Reference MFR report#1627487-2019-00850.